Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; thi pain; pain inter; inab inter; off vag dis; aggrav incont; psych. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: rigid cystoscopy. Nonsurgical treatments: on (B)(6) 2020 the patient commenced incontinence medication: amitriptyline 10mg for the treatment of: vaginismus and bilateral pelvic floor pain. . Treatment duration: 4 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: vaginismus and bilateral pelvic floor pain. . Treatment duration: 15 months. The patient was treated with topical treatment (including oestrogen cream): amitriptyline cream for the treatment of: vaginismus and bilateral pelvic floor pain. . On (B)(6) 2021 the patient commenced incontinence medication: solifenacin 10mg daily for the treatment of: overactive bladder. Treatment duration: 2 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.